Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The patient's mother stated the was in the hospital, due to low glucose values. The patient¿s mother stated the patient¿s girlfriend was at home at the time of the event; however, she did not hear any alarms from the dexcom for a low. She indicated that the hospital staff was able to download the data from the dexcom and stated the patient's values on the cgm showed different bg readings than what they recorded at the hospital. Treatment at the hospital was unknown. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.